Manufacturer narrative:
Analysis of the event trace revealed no unusual alarms or error conditions.

Event description:
It was reported that when the ventilator was switched from CPAP to assist control, the patient indicated he wasn't getting any air flow. There was no audible alarm when the reported problem occurred. The patient was placed on another ventilator. No patient harm reported.